Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rise in capture threshold and a drop in r-wave sensing were observed. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016.